Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device/migration of the device: uterus"), fallopian tube perforation ("fallopian tube perforation"), autoimmune disorder ("autoimmune reaction") and rheumatoid arthritis ("rheumatoid arthritis") in a 25-year-old female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". Concomitant products included levothyroxine, medroxyprogesterone (depo provera) and paracetamol (acetaminophen). In 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2008, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, 6 years 2 months after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial hysterectomy) and surgery (salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, hypersensitivity, autoimmune disorder, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter provided no causality assessment for rheumatoid arthritis with essure (ess205). The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: after insertion, 2 trailing coils were seen in both tubes. Patient didn¿t undergo essure confirmation test. Surgical pathology report: diagnosis/clinical information: chronic pelvic pain, menorrhagia gross description: on cut section of the uterus essure coils are in the remnants of both fallopian tubes. The shorter coil is partially embedded in the adjacent myometrium. Diagnosis: cervix, laparoscopic assisted vaginal hysterectomy (a): chronic cervicitis, mild. No evidence of dysplasia or malignancy. Endometrium, laparoscopic assisted vaginal hysterectomy (a): proliferative endometrium. No evidence of hyperplasia or malignancy. Myometrium, laparoscopic assisted vaginal hysterectomy (a): adenomyosis fallopian tube, right and left, bilateral salpingectomy (b&c): fallopian tube without diagnostic alteration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, rheumatoid arthritis (confirming autoimune disorder). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device/migration of the device: uterus"), fallopian tube perforation ("fallopian tube perforation"), autoimmune disorder ("autoimmune reaction") and rheumatoid arthritis ("rheumatoid arthritis") in a 25-year-old female patient who had essure (ess205) (batch no. 624097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia").in 2008, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, 6 years 2 months after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial hysterectomy) and surgery (salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, hypersensitivity, autoimmune disorder, rheumatoid arthritis, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter provided no causality assessment for rheumatoid arthritis with essure (ess205). The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: after insertion, 2 trailing coils were seen in both tubes. Patient didn¿t undergo essure confirmation test. Surgical pathology report: diagnosis/clinical information: chronic pelvic pain, menorrhagia gross description: on cut section of the uterus essure coils are in the remnants of both fallopian tubes. The shorter coil is partially embedded in the adjacent myometrium. Diagnosis: cervix, laparoscopic assisted vaginal hysterectomy (a): chronic cervicitis, mild. No evidence of dysplasia or malignancy. Endometrium, laparoscopic assisted vaginal hysterectomy (a): proliferative endometrium. No evidence of hyperplasia or malignancy. Myometrium, laparoscopic assisted vaginal hysterectomy (a): adenomyosis fallopian tube, right and left, bilateral salpingectomy (b&c): fallopian tube without diagnostic alteration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, rheumatoid arthritis (confirming autoimune disorder). Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet and medical records received. New reporter added and case became medically confirmed. Lot number received (624097). Events added per pfs: vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, perforation of fallopian tubes and patient didn¿t undergo essure confirmation test. Event added per mr: rheumatoid arthritis (confirming autoimmune disorder). Pathology report described. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device/migration of the device: uterus"), fallopian tube perforation ("fallopian tube perforation"), autoimmune disorder ("autoimmune reaction") and rheumatoid arthritis ("rheumatoid arthritis") in a 25-year-old female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". Concomitant products included levothyroxine, medroxyprogesterone (depo provera) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In july 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2008, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, 6 years 2 months after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain / pain"), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial hysterectomy) and surgery (salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, hypersensitivity, autoimmune disorder, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter provided no causality assessment for rheumatoid arthritis with essure (ess205). The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: after insertion, 2 trailing coils were seen in both tubes. Patient didn¿t undergo essure confirmation test. Surgical pathology report: diagnosis/clinical information: chronic pelvic pain, menorrhagia gross description: on cut section of the uterus essure coils are in the remnants of both fallopian tubes. The shorter coil is partially embedded in the adjacent myometrium. Diagnosis: cervix, laparoscopic assisted vaginal hysterectomy (a): chronic cervicitis, mild. No evidence of dysplasia or malignancy. Endometrium, laparoscopic assisted vaginal hysterectomy (a): proliferative endometrium. No evidence of hyperplasia or malignancy. Myometrium, laparoscopic assisted vaginal hysterectomy (a): adenomyosis fallopian tube, right and left, bilateral salpingectomy (b&c): fallopian tube without diagnostic alteration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, rheumatoid arthritis (confirming autoimune disorder). Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received- new event depression, mental anguish and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device/migration of the device: uterus/ migration of essure (myometrium)"), fallopian tube perforation ("fallopian tube perforation"), autoimmune disorder ("autoimmune reaction") and rheumatoid arthritis ("rheumatoid arthritis") in a 25-year-old female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's concurrent conditions included arthritis and hyperthyroidism. Concomitant products included levothyroxine, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced pelvic pain ("persistent pelvic pain / pain"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with surgery (salpingectomy bilateral and full hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, hypersensitivity, autoimmune disorder, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, depression, anxiety and back pain outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter provided no causality assessment for rheumatoid arthritis with essure (ess205). The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: after insertion, 2 trailing coils were seen in both tubes. Patient didn¿t undergo essure confirmation test. Surgical pathology report: diagnosis/clinical information: chronic pelvic pain, menorrhagia gross description: on cut section of the uterus essure coils are in the remnants of both fallopian tubes. The shorter coil is partially embedded in the adjacent myometrium. Diagnosis: cervix, laparoscopic assisted vaginal hysterectomy (a): chronic cervicitis, mild. No evidence of dysplasia or malignancy. Endometrium, laparoscopic assisted vaginal hysterectomy (a): proliferative endometrium. No evidence of hyperplasia or malignancy. Myometrium, laparoscopic assisted vaginal hysterectomy (a): adenomyosis fallopian tube, right and left, bilateral salpingectomy (b&c): fallopian tube without diagnostic alteration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, rheumatoid arthritis (confirming autoimune disorder). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Event lower back area pain was added. Concomitant conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by the device/migration of the device: uterus/ migration of essure (myometrium)'), fallopian tube perforation ('fallopian tube perforation'), autoimmune disorder ('autoimmune reaction') and rheumatoid arthritis ('rheumatoid arthritis') in a 25-year-old female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's concurrent conditions included arthritis and hyperthyroidism. Concomitant products included levothyroxine, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced pelvic pain ("persistent pelvic pain / pain"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, autoimmune disorder, rheumatoid arthritis, menorrhagia, depression, anxiety and back pain outcome was unknown and the pelvic pain, hypersensitivity, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter provided no causality assessment for rheumatoid arthritis with essure (ess205). The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: after insertion, 2 trailing coils were seen in both tubes. Patient didn¿t undergo essure confirmation test. Surgical pathology report: diagnosis/clinical information: chronic pelvic pain, menorrhagia gross description: on cut section of the uterus essure coils are in the remnants of both fallopian tubes. The shorter coil is partially embedded in the adjacent myometrium. Diagnosis: cervix, laparoscopic assisted vaginal hysterectomy (a): chronic cervicitis, mild. No evidence of dysplasia or malignancy. Endometrium, laparoscopic assisted vaginal hysterectomy (a): proliferative endometrium. No evidence of hyperplasia or malignancy. Myometrium, laparoscopic assisted vaginal hysterectomy (a): adenomyosis fallopian tube, right and left, bilateral salpingectomy (b&c): fallopian tube without diagnostic alteration. Received treatment for pain, bleeding, migration. Lot number:624097 manufacturing date:2007-03 expiration date:2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by the device/migration of the device: uterus/ migration of essure (myometrium)'), fallopian tube perforation ('fallopian tube perforation'), autoimmune disorder ('autoimmune reaction') and rheumatoid arthritis ('rheumatoid arthritis') in a 25-year-old female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's concurrent conditions included arthritis and hyperthyroidism. Concomitant products included levothyroxine, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced pelvic pain ("persistent pelvic pain / pain"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, autoimmune disorder, rheumatoid arthritis, menorrhagia, depression, anxiety and back pain outcome was unknown and the pelvic pain, hypersensitivity, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter provided no causality assessment for rheumatoid arthritis with essure (ess205). The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: after insertion, 2 trailing coils were seen in both tubes. Patient didn¿t undergo essure confirmation test. Surgical pathology report: diagnosis/clinical information: chronic pelvic pain, menorrhagia gross description: on cut section of the uterus essure coils are in the remnants of both fallopian tubes. The shorter coil is partially embedded in the adjacent myometrium. Diagnosis: cervix, laparoscopic assisted vaginal hysterectomy (a): chronic cervicitis, mild. No evidence of dysplasia or malignancy. Endometrium, laparoscopic assisted vaginal hysterectomy (a): proliferative endometrium. No evidence of hyperplasia or malignancy. Myometrium, laparoscopic assisted vaginal hysterectomy (a): adenomyosis fallopian tube, right and left, bilateral salpingectomy (b&c): fallopian tube without diagnostic alteration. Received treatment for pain, bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, outcome of event, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device/migration of the device") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy ). Essure (ess205) was removed. At the time of the report, the uterine perforation, pelvic pain, menstrual disorder, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, hypersensitivity, menstrual disorder, pelvic pain and uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.